Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a unknown procedure performed on an unknown date. During the procedure, it was noticed that the bands would not fire or would fire at the same time. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block b3: the date of the event was approximated to 03/01/2025 based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter alternative number: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of band premature deployment.